Event description:
It was reported that the device required service for an unknown issue. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, flange gripper retainer cracked, flange gripper wiper seal cracked, right iui damaged ribs. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the cover/case front syringe. A review of the device history record showed the device had a manufacture date of 20oct2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Confirmation of the allegation is pending. However, damage to the barrel clamp assembly and iui ribs was found in connection to the reported allegation. This report is reportable based on the findings of damage to the barrel clamp assembly and iui ribs. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the device required service for an unknown issue. There was no patient involvement.